Event description:
It was reported that the device was explanted after an implant duration of approximately 87.3 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis.

Event description:
It was reported that the patient had complained of a recent fall. Following the fall, the patient's device had problems with impedances. The #3 electrode was open and the lead tails were switched when they were plugged into the device, but had not been switched on the programmer. The #3 electrode was reprogrammed around it. The patient had better coverage in the back following reprogramming. The manufacturer's representative was unable to switch the tails on the programmer at the time of reprogramming.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device has not been returned yet; however, the return of the device is anticipated. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.